Event description:
It was reported that the target lesion is in the left anterior descending artery. The vessel had no tortuosity, no calcification, was an eccentric, de novo lesion and was 90% stenosed. The target vessel diameter is 3.5 mm and the target vessel length is 15 mm. Predilatation was performed with the 3.5x15 mm trek in the lad (total 3 times : 8 atmospheres (atm) for 15 seconds (sec), 10atm for 15 sec., 10 atm for 15 sec.). After predilatation was performed the xience v stent was implanted. Intravascular ultrasound was performed and it was confirmed that the implanted stent was apposed to the vessel wall, but because of the condition of the vessel and lesion, post-dilatation was to be performed per hospital protocol. The trek balloon was reinserted; however, the balloon would not inflate. An attempt was made to inflate the trek balloon outside the body, but it was not able to inflate. The procedure was ended at this point. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide cath: heartrail. Difficulty inflating the balloon can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulties are not due to manufacturing, a sampling of units is destructively tested for proper balloon inflation. There was no report of any damage or leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use and the balloon was able to be successfully used for pre-dilatation which suggests a product deficiency did not contribute to the reported difficulties. Return of the catheter may have aided in the investigation and determination of cause. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. Without the product to examine, a conclusive cause for the inflation difficulties could not be determined. There is no indication of a product quality deficiency.